Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump wasn't working properly. He took the battery and the cap and reset the device for 24 hours. All of the buttons weren't responding properly. The customer's blood glucose was normal, no numerical value was given. Customer didn't require any treatment at the time. Customer is not returning the device for analysis at this time.